Manufacturer narrative:
The information provided with the initial report iwas incorrect. However, we have received new information which has been updated on this report to reflect the correct information.

Event description:
The customer reported experiencing a motor error alarm and unexpected restart error alarm on the insulin pump. Troubleshooting was not performed and the customer's blood glucose was not provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call keypad anomaly and battery out limit alarm. Troubleshooting for the malfunctions was not performed. Customer declined to return the device.